Manufacturer narrative:
The carefusion failure analysis lab examined the gas delivery engine (gde) and the inaccurate fio2 readings was duplicated and isolated to a faulty blender. This reported issue will be tracked and internally investigate the situation

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, the fio2 (fraction of inspired oxygen) is out of specification. With the device set to 90%, an external analyzer was used and tested the output of the device to be 97%. While the device was set to 90%, the output was analyzed to be 31%. The customer reported no patient involvement associated with this event.